Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient reportedly developed peritonitis and was re-admitted to the hospital (after initial hospitalization for an unrelated medical condition). The cause of peritonitis, treatment for the event, and action taken with pd therapy were not reported. Patient outcome was not reported, though the patient was still hospitalized at the time of this report. No additional information is available.